Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. The complaint can be confirmed. It was observed that the active tip of the vapr tripolar 90 suction electrode appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, however one of the ablate buttons does not function and two out of three coag buttons does not work. The device was forwarded to the manufacturer for further investigation into the observed failures. Capacitance and continuity tests were performed,however,the device passed all the tests and there was no defect found. Additional electrical tests were performed specifically on the hand switching did not highlight any issues. However,the device was retested for the second time and no defects were found. The possible root cause could be intermittent connection between button/switch contact. However,the definitive root cause cannot be determined. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during an arcr surgery the surgeon operated the vapr tripolar 90 suction electrode and it was malfunctioning. The operation did not stop even though the surgeon removed his finger from the switch button (yellow button). The surgeon commented that it seemed that the button part was ticking, and there was no appearance that it was not stuck mechanically. There was no information of surgical delay and no harm to the patient. No further information was provided by the hospital. Additional information provided by the affiliate reported that the patient did not have tissue damage and there was no surgical delay due to the reported malfunction. During the investigation, it was discovered the coagulate and ablate buttons do not function on the device.